Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that upon interrogation, it was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message. A request was made to have data from this device analyzed. Data analysis confirmed this device is exhibiting premature depletion. A technical service (ts) consultant provided recommendations of device replacement in the near future. The device remains implanted. No adverse patient effects were reported.